Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No cracks noted on display window or lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the screen of the insulin pump was scratched up and he was having a difficult time reading it. His blood glucose was 253 mg/dl, which he treated with a bolus. The customer further stated there might have been a crack above one of the buttons. He did not recall how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.